Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon burst occured. The moderately tortuous, and mild calcified lesion located in a below the knee amputation (btk). A 3.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, the balloon burst at 4 atm during the first inflation. The device was simply removed. The procedure was completed a different device with the same model. No complications reported, and the patient is stable post procedure.

Event description:
It was reported that a balloon burst occured. The moderatley tortuous, and mild caliciied leson located in a below the knee amputation (btk). A 3.00 mm/1.5 cm/140 cm small peripheral cutting balloon was selected for use. During the procedure, the balloon burst at 4 atm during the first inflation. The device was simply removed. The procedure was completed a different device with the same model. No complcations reported, and the patient is stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the investigator was still unable to inflate the device. A microscopic examination identified a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint.. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.